Manufacturer narrative:
No device was returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. The review revealed the device was manufactured according to specification. Without an evaluation of the device a root cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This incident happened during the insertion of a permaline catheter in the jugular vein. The peel-away system has been broken as the vascular surgeon tried to remove it from the vessel. During the tunnelization procedure of the catheter, as the peel-away has been inserted and the cvc was ready to be positioned and separate two half of the peel-away, the handle has broken in the part immediately under the pulling wings. It was immediately clear the high risk of moving of all the catheter parts already inserted in the vessel. For this reason, it has been necessary to do a safety maneuver, recover the components in the vessel and to insert a new catheter. All this procedure required more than 30 minutes and hospitalization of the patient.